Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when product is used during sinus cases, once wet, product breaks into pieces". No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information.

Event description:
It was reported that "when product is used during sinus cases, once wet, product breaks into pieces". No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
Qn# (B)(4). Additional information received on 27 aug 2024 states that "yes [pieces fell into the patient] and yes all of the pieces were removed from the patient". The issue was resolved as "they stopped using the product after the incident and cleaned any debris from the surgical field before moving forward with the procedure." The sample was returned to the manufacturer for evaluation. The manufacturer reported: "after reviewing the DHR, it has been confirmed that there have been no changes to the raw materials or manufacturing processes. Inspection of records for the incoming raw materials were examined, and the materials met all specifications. Therefore, both the raw materials and finished product conform to current inspection criteria. Further investigation into the customer's information clarified that the "neurosponges" are designed for tissue protection during surgical procedures, specifically for the brain and central nervous system tissues, by providing moisture and absorbing fluids. The complaint reports that the product breaks when used during sinus surgeries once it becomes wet. However, there is limited information on the specifics of the neurosponges use in the nasal area, such as the duration for which they were left inside. However, the complaint notes that the product was used in nasal and airway cases, which is not the intended use. The complaint lacks details on the specifics of this use, such as the duration for which the neurosponges were left inside the nasal cavity. Further information is needed to fully assess the situation. The root cause could not be determined reliably." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.